Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had an erbe power cable issue. The customer had changed the point of power, but the issue persisted. The customer was using their own power cable for the cautery and was continuing with the surgery. The tse informed that the erbe power cable needed to be replaced to resolve the issue. The procedure was completing as planned with no reported injury.